Event description:
It was reported that a homechoice device experienced a high drain 102 alarm. This occurred at the end of peritoneal dialysis (pd) therapy. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. The reporter stated that the maximum prescribed fill volume was 2000ml and the patient had drained 4284ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the reported high drain alarm. Visual inspection, instrumentation testing, functional testing, and electrical safety testing were performed with no issues noted. A short simulate therapy was completed and the device performed within specification. The cause of this event was determined to be that the user had inappropriately programmed the initial drain alarm setting. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.